Manufacturer narrative:
Analysis was able to confirm the customer comment that the stylus was not working and that the case of the programmer was broken, it was not possible to select the screen from the provided stylus, the power cord bay door was broken. The programmer worked with a known good stylus. It was also identified that there was intermittent noise from the system fan. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was not working and that the back case of the programmer was broken. There was no patient involvement.